Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, a CT (computed tomography) scan was performed revealing bleed at gastric vein. The patient was taken to the interventional radiology (ir) and 8 coils were placed. It was reported that the bleed was resolved. Two units of packed red blood cells (prcb) were administered overnight. Clinical review: a 67-year-old female with known heart failure was admitted in cardiogenic shock and an impella cp was placed. The following day, the patient suffered hemolysis and showed a small hematoma to the groin. On the 6th day of support, the patient complained of abdominal pain associated with a drop in hemoglobin. A computer tomography revealed a bleeding near a gastric vein that was interventionally coined. After an off-label prolonged support time of 10 days, the impella cp was successfully weaned and removed.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "1. Post initial complaint no other interventions performed per this clinician's knowledge. Complaint resolved, no concerns from account care team. 2. Device not available for return. 3. No other information to provide".